Manufacturer narrative:
Concomitant products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 748925 serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID; 389033, lot# j0306822v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) needed a replacement. Therapy "isn't working like it used to." It was noted that the patient broke a leg and had pain as a result of that. The patient was going to undergo an ins replacement in (B)(6). The device was 13 years old and the patient confirmed he wanted a new battery.

Event description:
It was reported that the patient¿s implant and patient programmer were not working. It was noted the patient didn¿t know and couldn¿t tell if he was feeling any stimulation and was not sure how long it had been. The reporter noted the patient tried to check his implantable neurostimulator (ins) last weekend with his patient programmer but couldn¿t get the patient programmer to work. It was noted it did not light up. The patient did not have the patient programmer with him at the time of the report. It was noted the patient thought he last had his ins checked about 1 year prior to the report. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the patient had an appointment and wanted a manufacturer¿s representative to meet him at the appointment on (B)(4).

Manufacturer narrative:
.